Event description:
A customer reported that their pump issued an altitude alarm, causing their blood glucose to be displayed as "high." The customer addressed this by administering a correction bolus through the pump, and there was no need for third-party assistance. Although the customer's insulin delivery was not suspended, they replaced the cartridge to resolve the issue, and the pump resumed normal operation. Following this, technical support provided advice on preventing future altitude alarms and arranged for a pump replacement with updated software. The customer was informed to return the faulty pump to avoid charges and was advised on programming settings and connecting their continuous glucose monitor to the new pump. The replacement pump was sent to the customer. Customer will continue to use current pump.